Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported that the device had a power on reset (por) occur and that there was no reason code and dates are missing. A short circuit was suspected. It was noted that there were multiple indications that the device was unable to deliver any high voltage therapies. The device remains in use and then was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Offsite analysis demonstrated that the device was fully functional and no new pors (power on resets) were generated. No evidence of high voltage arcing was observed on the device exterior or within its internal assembly. Pal analysis did not identify any anomalies that would account for the por. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.